Event description:
Pt in bed with 30-45 degrees elevation of head of bed. Pt wedged between mattress and side rail (half) strangling on side rail rung. The pt was found to have their head caught between the center vertical rungs of the side rail, with the neck and the windpipe compressed by the side rail rung. The right shoulder was wedged between the side rail and the bed mattress. The right arm was hanging vertical to the floor and touching the floor. Both knees were off the bed and in a kneeling position on the floor. Eyes were open and the sclera was discolored. There was no saliva or emesis in the mouth. The pt had been incontinent of both bladder and bowel contents. The m.e. Determined that this was an accidental death by strangulation.